Event description:
A customer reported that following intraocular lens (iol) implant surgery, she has noticed that while reading she experiences a continuous flickering of her eye, blurry vision and eye pain. In a follow up, the surgeon reported that he does not feel the device caused or contributed to the event. The pt does have some mild posterior capsule opacification which the surgeon feels may be contributing.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/19/2009, 10/22/2009, 10/23/2009 and 11/06/2009 by phone, fax, and mail. A completed questionaire was received on 11/06/2009. (B) (4). (B) (4). (B) (4).